Event description:
Customer reported the system blew fuses as lift column was moving. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fuses. System operates as intended.